Event description:
It was reported that the rigid video scope presented a bad image and a dark circle in the center of the image. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure "bad image, dark circle in center of image" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, cracked objective lens, bent and dent on outer tube, chip under light guide adapter cover glass and no image. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.